Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services while in treatment fill 1 of 5 and she stated she noticed fluid leaking on the drain line extension. The patient stated she also noticed fluid leaking onto her floor. Follow-up with patient's nurse she noted the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) without further issue. The patient has not reported any serious injury and the patient is feeling well.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.